Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know what circumstances led to the stimulator moving, hurting their spine and affecting the nerves in their legs. The patient said "they never seated very good." The patient also said that before it got so hot they would walk every morning and they had lost 25lbs. The patient stated that they talked to their healthcare professional (hcp) and the hcp said that the patient also had arthritis and they should take care of that pain first; the patient noted they were having shots the following week. The patient said that the stimulator moving, hurting their spine and affecting the nerves in their legs had not yet been resolved but it had been addressed and there was a plan. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the stimulator (therapy) was doing great but the "battery pack" was "killing" the patient. The patient clarified the ins was moving and was hurting their spine. The patient believed the ins was affecting the nerves in their legs. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their battery will be removed because it wouldn¿t stay put. They stated that they kept getting it hooked on things and pulls out. The patient mentioned that their device had migrated. The patient stated that the ins started pushing up against their spine. The patient stated ¿it would forgo new pathways¿. The patient stated it hurt to charge it because of this issue. The patient stated that when they charged the battery the ins didn¿t¿ want to stay in one place and it hurt to charge. The patient stated that the healthcare providers (hcps) were more concerned about other pain they were having like arthritis and stuff that was not related to their device/therapy. The revision was not yet scheduled. Patient wanted to know if stimulation should be turned off for an MRI. The issue of the ins getting hooked on things occurred about a month after their initial surgery in 2017. The ins migrating, pushing on their spine and causing it to hurt while charging occurred the same year they got their device as well (in 2017). No further complications were reported/anticipated.